Manufacturer narrative:
The reagent batch number and expiration date were requested but not provided. The field service engineer went on site and inspected the instrument. He found defective tubing of cuvette washing station and replaced the sample probe preventively. No further issues were reported after the service visit. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose results with one patient sample on a cobas 6000 c501 module. The initial result was 16 mg/dl. The repeat result was 96 mg/dl on the same day using another instrument.